Manufacturer narrative:
H6: the authorized service provider (asp) elected to return the device to ventec for examination. The device was evaluated by ventec where the reported issue of it delivering lower than set peep (positive end expiratory pressure) was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.